Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Additional follow up from the account indicated that during clip deployment, it was noted that actuator knob was over turned, and the mandrel wouldn¿t release from the clip. Troubleshooting was performed and the clip was able to be deployed. Per mitraclip instructions for use warning section, it is stated ¿stop turning the actuator knob when resistance is felt, otherwise it may result in inability to deploy the clip." All available information was investigated, and the reported difficulty deploying the clip was a result of improper or incorrect procedure of method as the user over torqued the device during deployment process. There is no indication of a product issue with respect to manufacture, design or labeling. 2017 added to capture failure to follow steps / instructions.

Event description:
This is filed to report delayed activation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One xt clip delivery system (cds) was deployed; however, upon deployment, it was noted that the actuator knob was turned to far and the mandrel would not release from the clip. Troubleshooting was performed and the clip was able to be deployed. Mr reduced to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.